Manufacturer narrative:
Additional data: h3, h6. The lal was returned for evaluation; however, it was cut into fragments during explantation and is unable to be adequately evaluated due to the condition of the lens. Manufacturer reference: (B)(4).

Event description:
A site reported to rxsight that a patient, bilaterally implanted with the light adjustable lens (lal) on (B)(6) 2022, underwent the first light delivery device (ldd) treatment on (B)(6) 2022 and did not return for additional light treatments. The patient returned to the site (B)(6) 2024 reporting starbursts, halos and haziness to vision that began after snowmobiling at high altitude without uv eye protection. The patient's lal (sn (B)(6), +20.5d) was explanted from the right eye (od) on (B)(6) 2024 and a new lal implanted as a replacement. Rxsight's first awareness of this event was on 05/02/2024. Reference report #3012712027-2024-00088 for the report on the left eye (os).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).